Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A camino intracranial monitoring catheter was reported to have values reading in the negative numbers approx 20 hours after implantation. (The values ranged from 2 - 10 mmhg). There was no injury related to intracranial monitoring and a revision was not necessary as intracranial pressure (icp) monitoring continued via ventriculostomy. The pt's neurological condition also improved and therefore he did not require intense icp monitoring. The ventriculostomy and camino were removed on (B)(6) 2012.